Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® gingihue® post 3.4mm(d) x 3.8mm(p) x 2mm(h) (imap32g) and a certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified signs of damage from removal, as the crown and abutment had to be cut in order to remove the abutment. The screw itself seemed to move freely within the abutment. Functional testing to recreate the reported event could not be performed due to the current state of the returned products and the nature of the reported event (loosening). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following have been updated: date of this report, expiration date, UDI: n/a, date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change "no" to "yes", device manufacture date, evaluation codes, additional narrative/date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) loosened. The abutment screw and abutment was removed. The patient was rescheduled for new impressions and abutment/crown placement. Tooth location 9.